Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer stated that she was nauseated and vomiting prior to the hospitalization. The customer changed the infusion set the day before she was hospitalized. The customer stated that her blood glucose levels were fine when she was put on an insulin drip, but they went high again after she was put back on the insulin pump. The customer asked for the insulin pump to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump alarmed during the error test due to a broken solder joint.